Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the intervention for a laparoscopic sleeve gastrectomy, the surgeon intervened for bleeding post-operatively. The patient had bleeding from the section. A new intervention was done to stop the bleeding resulting to extended hospitalization.